Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 103) has been confirmed. Upon evaluation, the trunk cable connector was cracked. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) male pt due to service code 103 faults found in the pt's download. Support requested that the pt return his belt for evaluation. The pt was issued a replacement electrode belt.